Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that there were delivery issues and low pump flow with the impella cp. After access was obtained using the impella sheath, the provider had difficulty crossing the aortic valve (av), first with the wire and then with the impella catheter. Patient appeared to have abnormal cardiac anatomy with horizontal directed av and heart. The impella catheter appeared kinked under fluoroscopy and the device began to have low impella flows and suction events. Decision was made to explant the impella. It was reported that the patient was stable, no further information provided.

Manufacturer narrative:
The returned pump was investigated and a kink in the cannula was observed. No other abnormalities were observed. The cause of the low pump flow was a kinked cannula which was kinked due to the patient's anatomy based on the provided clinical information. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.